Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they were hospitalized for high blood glucose levels. Customer's blood glucose reading was 344 mg/dl. Customer was wearing the pump at the time of hospitalization. Product is not being returned or replaced.